Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the power extension cable. No visible damage was observed on any other returned cables and cords associated with power cord and power supply. No other discrepancies or discernible damage. Unit powered on successfully multiple times with the power supply connected directly to the main unit. Unit powered on immediately when the power button was pressed. Sparks were never produced from the unit when it was powered on. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Complaint of ¿it was reported that the pes would not power on and sparking occurred due to power cord being cut¿ determined to be confirmed. Root cause of the unit¿s inability to power on in the field concluded not to be the power cord but instead a damaged power extension cable.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.